Event description:
Received info in regards to assistance on delivering a correction bolus. As per customer, she had her pancreas removed and her bg are sporadic.

Manufacturer narrative:
No product has been returned for eval. Should new info become available, a follow up MDR will be submitted.